Event description:
It was reported that while using the surgical fiber during a prostate procedure, a flash occurred which blackened/burnt the fiber tip at 102,812 joules of use. The surgical fiber was exchanged and the case continued using a second fiber, which was damaged a the tip and aiming beam lost (no aiming beam) at 58,185 joules of use/end of procedure. The case was completed with the second fiber. There was no injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Fiber analysis: the fibers glass cap was found to be detached; the fiber broken distal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.